Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was provided indicating that the lens was not implanted, not inserted. The procedure was completed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the capsule ruptured when replacing the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution was observed on the lens. Haptic damage was observed. The customer indicated the use of a non-qualified cartridge, with a handpiece, which is qualified for this lens model with the correct lens/ cartridge combination. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified viscoelastic. The root cause could not be determined for the reported ¿capsular rupture¿. A malfunction has not been indicated. Information was provided that the lens was not implanted. The manufacturer internal reference number is: (B)(4).